Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, sensitivity testing, a review of labeling, and a review of manufacturing records. A review of complaints determined that there is no trend for this issue with this lot 56265lh00. There was no patient sample available for return. Sensitivity testing was performed using retained kits of lot 56265lh00 with commercially available zeptometrix seroconversion panels. Lot 56265lh00 detected the same first reactive bleed of the seroconversion panel sets as historical data. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. There is no malfunction as retest with the same reagent lot gives the expected confirmed positive result. This information suggests that the device is performing as intended. A review of product labeling shows that the customers issue is adequately addressed. Based on all available information and this investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has similar products distributed in the us, list numbers (B)(4).

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one patient. The results provided were: initial - c1 = 3.43 / c2 = 3.28 / neutralization % = - 4.6. After 12 hours the same patient was repeated and the results were: c1 = 0.23 / c2 = 3.26 / neut% = 98. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.